Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and pain.

Event description:
Patient reported right side pain, and seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma and pain was received (B)(6)2021 with lot number 2289576. Analysis of the returned device identified: weight to the spec, deformation device and brown encapsulation on the device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side pain, and seroma. Device has been explanted.